Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on a low insulin alert and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer had elevated blood glucose levels (260 mg/dl). Customer delivered a manual injection to address elevated bg levels.